Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced persistent low blood glucose (bg) ranging from 44-68 (mg/dl). Reportedly, when using the bolus feature to deliver a bolus for carbohydrates consumed, bg values were not being entered into the pump. Subsequently, on certain occasions, when delivering a bolus and the customer's bg level is below target, the customer does not enter the bg value into the pump. Tandem technical support educated the customer on the bolus features and calculations of the pump. To treat the low bg level, the customer consumed carbohydrates.